Manufacturer narrative:
(B)(6). Date of initial implant procedure is an unknown date approximately ten years prior to removal surgery on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested and is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2017 as the patient was in pain. The original procedure was performed approximately ten years back. Recently, the patient experienced pain. As planned, the surgeon removed a 13mm titanium (ti) hindfoot arthrodesis cannulated nail-ex and two 6.0 mm locking screws fully intact and without incident and did a bone harvest. It is unknown if the patient was revised to another device. The removal surgery was successful without any complication or surgical delays. There were no additional medical intervention or additional x-rays required. The patient was in stable condition. This report is for one (1) 13mm titanium (ti) hindfoot arthrodesis cannulated nail-ex. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Expiration date/device manufacture date: mfg. & exp. Date. Device evaluated by MFR, device manufacture date: device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: december 18, 2008. Expiration date: november 30, 2017. A DHR review has been conducted on (B)(6) 2017 for part number 04.008.378s, lot number 6006308. The manufacturing site is supplier magnum tool with finishing and packaging operations completed at the monument manufacturing facility. The date of manufacture for this lot was december 18, 2008. This lot was certified by magnum tool and all acceptance criteria was met. Inspection sheets were utilized in the inspection of lot 6006308 and all criteria was found conforming. ¿sterility documentation was reviewed and determined to be conforming.¿ the release to warehouse date for this lot was october 25, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned and based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. UDI #: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.